Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 407645 lead, implanted (B)(6) 2012.

Event description:
It was reported that the device reached possible early elective replacement indicator possibly due to high left ventricular lead thresholds. The lead was reprogrammed and remains in use. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.